Event description:
A us distributor contacted zoll to report that a patient experienced nine inappropriate defibrillation events. Sinus tachycardia at 159bpm contributed to the false detection. Sinus tachycardia at 165bpm, 167bpm, 161bpm, 166bpm, 168bpm, 167bpm, 169bpm and 161bpm with motion artifact contributed to the last eight false detections. A review of the downloaded data confirms that the response buttons were pressed intermittently, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The patient was admitted to the hospital. The physician ordered the patient to end use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was admitted to the hospital. The physician ordered the patient to end use of the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillator event. Device manufacture date and usage of device: monitor,(B)(4). Electrode belt (B)(4): 07/2011- reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).